Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used during a procedure five days prior (patient age, gender and weight are unknown). According to the complainant, an anomaly was found on the tip of the device when the physician opened the package. The procedure was completed with another jagwire device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual inspection revealed that a small section the pebax tip (bumper) is missing, the core wire is not fractured. The cause of missing bumper cannot be determined.